Manufacturer narrative:
Block b3: date of event: approximated to october 4, 2023, as to when the literature report was published. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (B)(6). Block g2: literature source: kumar, a., manoj, b., kumar, s., bhargava, a. Outcome assessment of tubeless mini percutaneous nephrolithotomy (pcnl) for the treatment of large (>20 mm) renal stones. International journal of current pharmaceutical review and research 2023; 15(5); 13-19, http://www.ijcpr.com. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf patient code e0731 captures the reportable event of pleural effusion. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood/bleeding. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific via an article published in the international journal of current pharmaceutical review and research that a prospective study was conducted to evaluate the outcomes of tubeless mini-percutaneous nephrolithotomy (pcnl) for the treatment of large (>20 mm) renal stones for the period of two years. A total of 200 patients were treated using a zebra guidewire. All procedures were carried out under spinal anesthesia by a single surgeon at a tertiary care hospital. The overall complication rate, including both intraoperative and postoperative events within 30 days, was 8%. Most complications were minor (grade I-ii), including postoperative fever, hematuria requiring transfusion, severe pain requiring opioids, and perinephric hematoma. More serious complications (grade iii) occurred in only 1% of patients, with one requiring renal angioembolization and another needing a chest drain for pleural effusion. Blood transfusions were necessary for 1.3% of patients. No life-threatening complications or deaths were reported.